Event description:
Caller reports the pt tested 2.8 inr on the coaguchek xs system and 1.1 inr on a comparison lab. No actions taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.